Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 250 units. Then, after delivering an unspecified amount of insulin, the insulin gauge remained static at 105 units. The customer's blood glucose level was 202 mg/dl. Although requested by tandem technical support, the customer declined to reload the cartridge.